Event description:
According to the reporter, during the laparoscopic cholecystectomy, when on the treatment of a thick cystic duct. The staples advanced partway but stopped midway. The jaw could be opened. Several staples were applied to the cystic duct, but it was not resected. The use of a staple (signia) was discontinued and processed with a clip. There was no patient injury.

Manufacturer narrative:
D10. Concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu, (lot number: unknown). Sigphandle, sig power sigphandle handle, (serial number: (B)(6)). Sigpshell, sig power sigpshell control shell, (lot number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.